Event description:
It was reported to medtronic neurosurgery that the doctor found the product leaking during preimplantation testing.

Manufacturer narrative:
The valve was patent and passed siphon testing. However, it did not meet the requirements for reflux and leak testing due to multiple tears in the top of the delta chamber. It is unk how or when this damage occurred. The device met all specs for pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of MFR.